Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states the pump screen started going blank. The customer's blood glucose level at the time of incident was 226mg/dl. The customer's levels had been as high as 320mg/dl. The customer treated with manual injections. Troubleshoot was unable to be completed due to customer no longer wearing the pump. The customer was advised that replacement pump would be sent out.